Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer measured co via swan ganz. As an application error, just the "posterior" of the two temp sensors was connected to the patient. The pre-temp sensor was still in the packaging. The monitor still showed a cardiac index of 0,9 (poor clinical performance) (which should be a calculation where both temp sensors need to be placed correctly and connected. Based on this, medication was applied. Then the mistake was seen. Immediately the 2nd sensor was applied which then showed a cardiac index of 2,4. There was no negative patient outcome.